Event description:
Customer reported via phone call of wanting to push insulin from reservoir back into vial. Customer was instructed on using plunger. Customer reported of having air bubbles in reservoir while filling. Customer was instructed on releasing air bubbles from reservoir.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.